Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis was unable to perform the insertion test due to the customer returned used sensors. The needles were out of the sensor.

Event description:
It was reported that the customer was about to insert the sensor when it fell apart. No further details were reported.